Event description:
According to the available information, the device was explanted and replaced due to extrusion and infection.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
A titan touch pump and two cylinders were received. Because examination of the returned components may not conclusively confirm or disprove the report of extrusion / infection, a microscopic examination was not performed. Based on the information provided, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the device was explanted and replaced due to extrusion and infection.